Manufacturer narrative:
H6: investigation summary : a complaint of foreign matter was received from the customer. Samples were returned for investigation of this defect. Through visual inspection the customer complaint was confirmed. With further testing the foreign matter was determined to be silicone used during the manufacturing process. Silicone is applied to the finished product to aid in the insertion of the device by the end user. The silicone is medical grade silicone and is safe. This product is made manually and during the assembly process and packaging area, product quality is evaluated during the manufacturing process with attributes inspections. This inspection is performed 100 % by operators to ensure that the product met with acceptance criteria. Besides, control technicians also perform a sampling according to the quality control plan. DHR was reviewed for provided lot 9326780 and no qn¿s or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Event description:
It was reported that saf-t-intima w/y adapter gn 18ga x 1.0in had foreign matter on the tip. This occurred on 5 occasions. The following information was provided by the initial reporter: after the nurse opened the package and removed the guard cap, it was found that there were unidentified objects, similar to gelatinous objects, on the tip of one catheter tube and the catheter tube wall of two indwelling needles. The customer did not use the needle at last and expressed doubts about the quality control of bd. Similar incidents had happened many times before.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter gn 18ga x 1.0in had foreign matter on the tip. This occurred on 5 occasions. The following information was provided by the initial reporter: after the nurse opened the package and removed the guard cap, it was found that there were unidentified objects, similar to gelatinous objects, on the tip of one catheter tube and the catheter tube wall of two indwelling needles. The customer did not use the needle at last and expressed doubts about the quality control of bd. Similar incidents had happened many times before.